Manufacturer narrative:
The device has been returned for evaluation, but the manufacture report is not yet available. Additional information is pending and will be sent in upon 30 days after receipt.

Event description:
As reported, the physician inserted the of 6f-7f mynx control vascular closure device (vcd) with proper techniques and noticed that the end had resistance; after removing the device, it appeared to be split. There was no reported patient injury. The device was stored per labelling and opened in sterile field. Proper prep techniques were used. The mynx control was used with a 6f non-cordis sheath. He product was stored and handled according to the instructions for use (IFU). There was no difficulty removing the product from the packaging. There was no damage noted to the product upon inspection prior to use. The procedure did not use an antegrade or retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The procedure was completed using another device. The device is expected to be returned for analysis.

Manufacturer narrative:
Additional information was received and the product evaluation was completed and the catheter was observed to not be mynx control sealant atraumatic tip-frayed/split/torn-in patient but instead mynx control sealant sleeves~pinsa-frayed/split/torn-in patient. The findings from the product evaluation makes the file non-reportable.